Manufacturer narrative:
Non-healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins was ¿giving me extreme shocks¿ stating last week the shock ¿brought me to my knees¿ describing stimulation was ¿like being hit with a baseball bat.¿ the patient reported that one time she dropped to her knee from uncomfortable stimulation and ¿wrenched my knee and I¿ve been having problems with that knee since.¿ the patient reported that shocking might not be the correct word for it, describing stimulation as ¿increases pulsation to the patient where its intolerable.¿ the patient reported that she experienced uncomfortable stimulation 5-6 times per day and after events would get extreme headaches. The patient stated ¿I know this is not an isolated incident¿ stating there have been other people. The patient reported that she had tried to decrease stimulation but couldn't ¿get the surges down low enough that they're tolerable.¿ the patient confirmed that the events didn't seem related to positional movement, stating she noticed events happen more often standing than sitting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.